Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level and he called emergency services on (B)(6) 2020. The customer reported that customer¿s blood glucose level went down because customer pumped in insulin and could not figure out how to stop it. While the low blood glucose event customer removed batter of the insulin pump to stop the delivery. Customer started using manual shots since the low blood glucose event. At the time of call troubleshooting was done, customer put new battery and reservoir, did rewind and fill cannula until the drop appeared. The insulin pump will not be returned for analysis..